Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.if in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation?

Event description:
It was reported by the patient that they underwent a gynecological procedure on an unknown date and mesh was implanted. Following the procedure, the patient reported that the device eroded and broke down into cheesewire thin shards of plastic and it was found all over the pelvic region. The patient reported misdiagnoses and loss of womb. The patient reported it was found misshaping the urethra and blocking the outlet. It was also found to be surrounded by giant cell foreign body reaction and biofilm that caused the patient¿s body near constant inflammation. The patient reported to have been diagnosed with an auto inflammatory condition since. The patient has constant pain and has intense pain on sexual relations. The patient reported that the whole body is constantly inflamed and patient needs to take various medications usually given to people with behçet¿s disease plus painkillers, anti-inflammatories. The patient reported that the device was mainly removed. Additional information has been requested.